Manufacturer narrative:
The complainant returned, via the (B)(4) distributor, the impella 5.0 pump for analysis. The analysis of the pump found there to be a leak path originating at the repositioning unit of the impella pump. The leak path was found with benchtop pressure testing and was able to be reproduced. The leak path allowed for blood loss at the area of the hub and blue butterfly located on the pump. This leak path was most likely formed by physical stress applied to the system. The failure mode will be monitored and trended.

Event description:
The complainant in the (B)(6) placed an impella 5.0 via the right axillary artery to support a patient admitted with an acute myocardial infarction and in shock. After placement of the pump, there was an observation made of bleeding from the pump. The bleeding prompted the pump to be replaced after their troubleshooting of surgically tying off failed. In addition, blood products were infused to the patient. The second pump was placed successfully and the hemodynamic support proceeded.